Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis high blood glucose on (B)(6) 2021 with unknown blood glucose value. The customer's current blood glucose is 186 mg/dl. The customer did experience symptoms such as a result of high blood glucose such as sickness, throwing up. The customer was treated by bolus manual injections and intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report had incorrect event date. The correct event date is 09 nov 2021 which was corrected in this report.information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported that she has the pump with the black retainer ring and that it was not damaged and the reservoir can lock in place. She said she was hospitalized on (B)(6) 2021 for high blood glucose over 600mg/dl and diabetic ketoacidosis. Customer was vomiting and feeling sick/unwell. Prior to that, customer was hospitalized for congestive heart failure on (B)(6) 2021. Customer also said she has had lows. Treatment for the low was carbohydrates per sap for pump. Pump passed self-test. Pump was used at the time of the incident. Per customer, auto mode was not used. It is unknown if sensor was used.